Event description:
It was reported that a doctor mentioned that the model 6947 leads have a slight curve at the tip out of the box and that when he withdraws the stylet he believes that the tip may move slightly from where he intended in the rv. This was a general statement about the leads and no specific leads or patients were mentioned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No specific leads were mentioned in the complaint.